Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by the undisturbed posterior cuff tabs and the undisturbed posterior needle, indicating no engagement between these 2 components occurred. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot during needle deployment, instead engaged with the posterior cuff inside the posterior foot pocket, which would cause the suture not to be retrieved while retracting the needle plunger, and could appear very similar to the reported suture break. However, the suture remained inside the device intact. Contributing factors for a posterior cuff miss during needle deployment includes, but is not limited to manufacturing deficiencies, anatomical conditions and deployment technique. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. There were no reported challenging anatomical conditions. There was no information reported or definitive evidence in the evaluation of the device that suggested incorrect technique. Based on the investigation findings, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. The needle trajectory of every device is checked during manufacturing. No manufacturing or quality issues were detected. The probable cause for the detected posterior cuff miss was determined to be related to the operational context during use of the device and not a product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records that would have contributed to the reported event. A query of the complaint database for the lot on actual investigation findings was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose proglide device in the common femoral artery after an unspecified procedure. Reportedly, the suture broke during device deployment. A non-abbott device was used to achieve hemostasis. After achieving hemostasis, a hematoma was observed. Manual arterial compression was applied to treat the hematoma. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.